Event description:
It was reported there was an estimated replacement indicator (eri) message. It was also reported the patient was feeling stimulation but 'off and on.' Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 377860, lot# v017801, implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 377760, lot# v016987, implanted: (B)(6) 2007, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).